Event description:
It was reported that during a review of the recorded episodes, it was noted that during a ventricular tachycardia (vt), the anti-tachycardia pacing (atp) accelerated the rhythm to the ventricular fibrillation (vf) zone, which was then terminated with shock therapy. No additional adverse patient effects were reported. This device remains in service.